Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The reporter stated that the event involved unknown ICU medical tubing at 8:00 at the hospital. It was reported that the nurse was trouble shooting proximal alarms, and the tubing was noted to be flimsy and became dislodged from the tubing holder on the ICU medical pump easily, and frequently. There are kinking points that resulted in proximal occlusions due to the quality of the tubing, thus resulting in nursing to create workarounds to prevent these issues from occurring with critical drips (norepinephrine). The event was noticed after proximal alarm went off on pump. The medication was said to be warm/room temperature. The kink was not noted upon removal from the package. There was delay in therapy resulting in blood pressure dropping to 40s/20s. There was no report of harm or medical intervention being required as a consequence of this event.